Event description:
The pt had two trial cables from the same lot number. It was reported the pt's (B)(6) trial cables disconnected from the extensions multiple times. In turn, the pt's trial cables were reconnected each time and the pt completed the trial.

Manufacturer narrative:
Results: complaint was confirmed for "loose connection". As received, a loose connection was observed when pt scenario was recreated with test control leads; consistent with observation made in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.